Manufacturer narrative:
Data received on 06/16/2015 by MFR. Reason for explant: dysphagia. Pt bmi: (B)(6). Manometry and ph testing completed previous to anti-reflux procedure. Pt's motility appears to have decreased since time of anti-reflux procedure. Device found in correct position/geometry at time of explant. Device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a pt had the linx device explanted. The linx device was used as part of the anti-reflux procedure. Linx explant went well with no issues. No further info has been provided by physician at this time.